Event description:
It was reported that pt began having pain in the right hip in jan that has gradually been increasing. She experiences sharp pain when she lies on her right side. Pt says that she can feel the hip grinding and moving back and forth when she places her hand on her hip. Pt has had x-rays, blood tests for cobalt chromium levels, MRI, and CT scan. Pt had a f/u appointment with her doctor on (B)(6) 2012. The surgeon advised her that she will need to have a revision surgery. The surgeon will schedule the surgery and contact her. Additional event description submitted via sales rep - (B)(6) 2012: it was reported that the surgeon revised pt's rejuvenate right hip - due to pt having elevated ion levels and surgeon also stated that failed component - metal wear. Removed all implants and revised with all new restoration modular components.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.